Event description:
It was reported that the patient experienced a thrombus and infection. The right atrial and ventricular leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed; analysis revealed a breach of the inner insulation due to metal ion oxidation while in vivo. Concomitant medical devices: 4524-53 lead, implanted: (B)(6) 1994. (B)(4).